Event description:
Reported via journal article. It was reported that thrombosis occurred. The following event was obtained via a study where a group of 12 patients underwent flow simulations prior to and after undergoing a left atrial appendage (laa) closure procedure. Six patients received a watchman flx closure device, and 6 patients received a non-boston scientific (bsc) laa closure device. It was reported that left atrium flow dynamics differed between all the patients and may have contributed to the increased risk of device related thrombus (drt). 3 of the 6 patients who received a watchman flx closure device developed a drt.

Manufacturer narrative:
Literature citation: bshennaty, a et al (may 5, 2025) comparison of flow dynamics after left atrial appendage occlusion with the watchman flx versus amulet devices: implications for device-related thrombosis. Catheterization and cardiovascular interventions. 1-9. Https://doi.org/10.1002/ccd.31710 b3: literature date used as event date as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via journal article. It was reported that thrombosis occurred. The following event was obtained via a study where a group of 12 patients underwent flow simulations prior to and after undergoing a left atrial appendage (laa) closure procedure. Six patients received a watchman flx closure device, and 6 patients received a non-boston scientific (bsc) laa closure device. It was reported that left atrium flow dynamics differed between all the patients and may have contributed to the increased risk of device related thrombus (drt). 3 of the 6 patients who received a watchman flx closure device developed a drt.

Manufacturer narrative:
Medical media was provided and reviewed by a boston scientific quality engineer for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation. Literature citation: bshennaty, a et al (may 5, 2025) comparison of flow dynamics after left atrial appendage occlusion with the watchman flx versus amulet devices: implications for device-related thrombosis. Catheterization and cardiovascular interventions. 1-9. Https://doi.org/10.1002/ccd.31710. B3: literature date used as event date as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.